Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during the last fill. The home patient (hp) was connected at the time of the alarm. The nurse allowed the hp to end therapy for the night. A technical service representative (tsr) reviewed proper procedures with the nurse. The patient was being treated with insulin/diabetes medication. Nothing unusual was noted during follow up with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.